Event description:
It was reported by the health care professional that there was a loss of efficacy that was "unrelated to stimulation therapy." The pt, who had been living in a nursing home for the past two years, "felt like he did not have the stimulator implanted the past saturday." The hcp indicated that no procedure was done, and was unaware of any new equipment near the pt. Impedance readings were normal. The pt was getting "great speech and control of tremor." A power on reset condition was also reported. The implantable neurostimulator (ins) was not near end of life. A longevity calculation was performed to estimate battery life: ins battery showed 3.72v. The parameters as of (B)(6) 2010: 3.3v/90pw/185hz. C+1-. Therapy impedance was 616 ohms. Four days later a power on reset condition was again reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).